Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D6 - the implant date is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral stenosis associated with increased gradient, the reported mitral valve insufficiency/ regurgitation (recurrent mr), the reported atrial fibrillation, the reported cerebrovascular accident associated with stroke, the reported perforation of vessels (surgical procedure), the reported hemorrhage (surgical procedure) associated with bleeding, the reported cardiac arrest, the reported myocardial infarction, the reported renal failure, the reported endocarditis, the reported heart failure/congestive heart failure, and the reported death / expired, could not be determined. The reported embolism/embolus was due to the clip expulsing. The cause of the reported expulsion (ccd/gripper line removed) associated with clip expulsion, and the reported incomplete coaptation associated with slda, could not be determined. The reported patient effects of mitral stenosis, mitral regurgitation, cerebrovascular accident, perforation of vessels, hemorrhage, myocardial infarction, renal failure, myocardial infarction, endocarditis, heart failure, atrial fibrillation, cardiac arrest, death, and embolism, the reported surgical intervention, unexpected medical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death. This research article was a meta-analysis designed to evaluate outcomes of transcatheter mitral valve repair for degenerative mr. Complications identified in the study included: death, mitral stenosis, mitral regurgitation, atrial fibrillation, stroke, surgical intervention, unexpected medical intervention, vascular perforation, bleeding, cardiac arrest, dialysis, myocardial infarction, endocarditis, heart failure, hospitalization. Device issues mentioned included single leaflet device attachment (slda), and complete clip detachment. In conclusion, for patients undergoing transcatheter mitral valve repair for isolated degenerative mr, the procedure was safe despite advanced age and comorbidities. Details are listed in the attached article titled, "transcatheter mitral valve repair for degenerative mitral regurgitation".